Manufacturer narrative:
For regularization - retrospective review / FDA request. This incident occured in (B)(6). A declaration had been formalized to (B)(6) on february 2015. Patient sensitivity/known complication. This incident remains very isolated. To date, no complications observed: the patient is better. No corrective action implemented.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "Suspected allergic reaction 15 days after implantation of : a plate evo9067522 - lot 142149 and screws evo9066045 - lot 142616; evo9066050 - lot 142235; evo9066045 - lot 142139 (x2)."